Manufacturer narrative:
The hcp was able to grab sensor tip with the clamp, but the bottom cap of the sensor came first. All fragments of the sensor were successfully removed. The hcp discarded all the fragments; thus, no visual inspection of the broken sensor could be performed in-house. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. The user is doing well and was inserted with a new sensor. No further resolution was found necessary for this complaint.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where the sensor broke during the removal procedure.